Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the ed with complaints of fast heart rates. A device interrogation showed five episodes detected as supraventricular tachycardia (svt), which had a sudden onset and regular rhythm (where the patient's normal rhythm is irregular). It was suspected that these were episodes of ventricular tachycardia (vt), and that the device had miscategorized them as svt. It was further suspected that because of the miscategorization, tachyarrhythmia therapy was withheld inappropriately. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.